Event description:
Clinical information: crd_1059 - vista nova study, patient site ID: site ID- (B)(6). It was reported that on (B)(6) 2026, a 25mm navitor vision valve was chosen for implant. Using a small flexnav delivery system. A pre-implant balloon valvuloplasty was done with a 20mm non-abbott balloon. The activated clotting levels were 300s and heparin was given. The final implant depth at non-coronary cusp (ncc) was 8.64mm and left coronary cusp (lcc) was 9.75mm. After the valve release, there was evidence of complete heart block (chb) and a temporary pacemaker was implanted. Due to persistent chb, a dual chamber pacemaker was implanted.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.